Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the device was not reporting to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, the device was not reporting to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not uploading the reports to the server. The technical support specialist (tss) dialed into the station and server and identified that the station was in retry mode, which had prevented transactions from uploading to the server. The tss applied the article named retry mode:tx.encounteritemtransaction or adt.userencounterassociation to resolve the issue. The tss later confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.